Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was received loaded on to the customer's guidewire. The investigator was unable to remove the customer's 0.035in guidewire from the mustang device due the shaft being severely stretched down on to it. A visual and tactile examination identified that the balloon had been inflated and had not been refolded. The investigator was unable to inflate the balloon to test for leaks due to the damage to the shaft of the device. A visual and tactile examination identified that the shaft was severely stretched beginning at the distal edge of the strain relief and extending 24mm distally. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. Vascular access was obtained via a contralateral approach. The target lesion was located in the superficial femoral artery. The mustang 5.0 x 40, 135cm balloon catheter was advanced for post dilatation and upon removal became stuck with the guide wire. The devices were all removed together and the procedure completed successfully with a new balloon catheter. No patient complications were reported.

Event description:
It was reported that device entrapment occurred. Vascular access was obtained via a contralateral approach. The target lesion was located in the superficial femoral artery. The mustang 5.0 x 40, 135cm balloon catheter was advanced for post dilatation and upon removal became stuck with the guide wire. The devices were all removed together and the procedure completed successfully with a new balloon catheter. No patient complications were reported.